Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. The device was not evaluated for the reported door not fully latched alarm due to a documentation error. The eval confirmed a failed upper latch switch which is a known contributor to the door not fully latched alarm. As a result, the upper auxiliary which contains the latch switch has been replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.